Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. These devices will be analyzed and reported as required. Catalog #: (B)(4), serial #: (B)(4), exp. Date: 01/31/2017 mfg. Date: 01/31/2016.

Event description:
It was reported that this patient experienced a "critical battery" alarm and that the controller switched from one power source to the other when both batteries were fully charged. The patient was brought to clinic and the controller was exchanged without issue.  Log files were sent. The battery that was believed to cause the "critical battery" alarm was also exchanged.  There were no reported adverse events associated with this event.  No further information was provided.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported premature switching events and critical battery alarms were confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the controller met all requirements for release. Log file analysis revealed multiple premature switching events involving controller (con101841) and battery (bat313647). Additionally, log file analysis revealed two critical battery alarms triggered by battery (bat313647). These events are most likely due to communication anomalies between battery and controller. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The controller (con101841) had not received the smr upgrade prior to these events. Analysis of battery (bat313647) revealed that the device passed visual examination and functional testing. Analysis of controller (con101841) revealed that the device failed visual inspection due to a loose connector on power port one. The manufacturer and supplier have opened an internal investigation for controllers lose connectors. The loose connector is not related to the reported events. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the reported power switching events and critical battery alarms can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).